Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and expired ten days later. These claims were allegedly caused by the pt's exposure to the product which was administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.